Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during, bowel obstruction laparotomy procedure, the black pusher thumb piece able to be moved however device was stuck and couldn¿t fire. They then used another device to resolve the issue in order to complete the case. There was no patient injury.